Event description:
Could you please help me to understand and comment why in feb 2024 for (B)(4) we got syringes with old additional stickers? In framework of coming sampling in (B)(4) distributor provided some pictures of below syr the additional stickers of which are old ones (see attached). Sku 320930 lot 2206032. Sku 320921 lot 2269236. Sku 320909 lot 2122514. The kz craf 6681 was updated in september 2023 and relabeling procedures for (B)(4) starting from craf approval should be proceeded with updated additional stickers for all syringes shipped to (B)(4). As I informed previously, (B)(4) market is very sensitive for labeling. It should completely match with registration dossier. Any even slight discrepancies during annual sampling in (B)(4) may lead to withdrawal of registration certificate, making us unable to sell products in (B)(4). Could you please comment on relabeling procedure for (B)(4) and why within almost 5 months after craf update we receive products with old additional stickers? How is the stock shipped to (B)(4) controlled? Related shipment documents for lifemed are in attachment for your reference. This complaint will cover sku 320921. Additional complaint records opened for other cat numbers listed in verbatim: (B)(4). (B)(4).

Manufacturer narrative:
This medwatch is considered an initial and supplemental filing. Results of investigation are below. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.